Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown plates: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in colombia as follows: it was reported that the patient underwent an osteosynthesis procedure for a subtrochanteric fracture on (B)(6) 2022. They were treated with (1) d.c.s. Tube plate. X io holes, one (1) sliding screw, one (1) safety screw, one (1) 4.5 mm interfragmentary compression cortex screw, four (4) 4.5 mm cortex screws in the plate, and two (2) cancellous screws 6.5 mm hexagonal heads. A bone graft was also performed in the left femur at the comminution level with 5 cc of spongy bone chips (non-synthese brand). On (B)(6) 2023, the patient felt unable to walk and was in severe pain all the time, so an x-ray was performed of their left leg on (B)(6) 2023. It was found that the metal plate they had installed had a fracture. Orthopedists at the clinic reported that the material placed in the patient was a titanium plate. The patient had followed all medical instructions assigned for their recovery and had been showing evident progress in their physical and emotional state. This report involves one unk - plates: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: ktt. Part # 281.900. Synthes lot # 6938563. Supplier lot # n/a. Release to warehouse date: 11 may 2012. Manufactured by: synthes elmira. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the dcs 95° 10ho l178 sst was broken across the third most proximal screw hole. The edges of the fragments were examined and appeared to be slightly smoothed out with no indications of material issues or anomalies that could contribute to the breakage condition. As no x-ray images were provided, it is not possible to establish a root cause or perform a further investigation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the dcs 95° 10ho l178 sst was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the dcs 95° 10ho l178 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.